Manufacturer narrative:
This report is being supplemented to provide additional information and legal manufacture's (lm) investigation results. Based on the results of the investigation, evaluation confirmed that no image displayed was due to a faulty lcd (liquid crystal display) panel. Due to the poor contact of the lcd panel, there are artifacts and stripes on the image. However, a definitive root cause cannot be determined. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the monitor had no image. There were no reports of patient harm.